Event description:
The cup impactor broke while impacting the cup. The metal piece on the end of the handle broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports the cup impactor broke while impacting the cup. The metal piece on the end of the handle broke off. Conclusion and justification status: examination of the instrument confirms that the strike cap had broken off the handle as reported. The overall condition of the item indicates that it has been well used. The root cause is attributed to heavy usage overtime. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. The product is no longer fit for purpose and will be disposed of as per procedures the complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.